Event description:
Pt presented to ER, complains of chest pain radiating to the right shoulder, neck and jaw, and palpitations. Pt had episodes of ventricular tachycardia in the ER and was admitted to ccu. A cardiac catheterization was done revealing a free floating catheter in the right ventricle. The catheter was removed in special procedures by the interventional radiologist. The pt was discharged stable after the port was removed surgically the following day.